Event description:
It was reported that the patient's leads were placed wrong, and were in a location where they would not work. The patient had no stimulation sensation. The patient did not have the device turned on, and could not recall the last time he had used it. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient "never really got a relief with stimulation." The patient still had pain sometimes. The patient believed the doctor did a "lousy job," "missed it." And did not implant the lead "in the spine."

Event description:
It was later reported the patient had ¿this device¿ and lead wires explanted on (B)(6) 2013 because the device never worked and it was not implanted well. It was reported that the caller believed the leads were not implanted close enough to the spinal cord. It was logged that it never worked, even though he did feel some stimulation. It was reported the patient¿s physician was going to fix it, but then the patient had a small aneurism that had to be watched and it was getting larger so he never went back to the pain stimulation. It was noted the patient got bronchitis from sitting in a cold waiting room while waiting for a surgery and ¿this had nothing to do with the device¿.

Manufacturer narrative:
(B)(4). Lead model 3887, lot# l73793, implanted: (B)(6) 2000, explanted: na; lead model 3887, lot# l73793, implanted: (B)(6) 2000, explanted: na; extension model 7495-25, serial# (B)(4), implanted: 2000, explanted: na; extension model 7495-25, serial# (B)(4), implanted: 2000, explanted: na; programmer model 7435, serial# (B)(4).

Manufacturer narrative:
(B)(4).